Event description:
It was reported that the bubble sensor stopped the pump inappropriately without the bubble intervention being activated. The customer claims they could not override the bubble alarm and hit the reset button several times. No effect to the patient was reported. The patient remained stable over (B)(6) 2013 and was then removed from cardiohelp support. The patient had experienced multiple episodes of CPR prior to being placed on the cardiohelp device. Scans determined the patient had experienced many strokes. The patient expired. The customer stated that the death was not attributed to the cardiohelp device. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service tech visited the facility and performed an investigation of the device. The device was found to operate within specifications. It was verified that bubble detection parameters and the intervention setting were functioning properly, in addition to the ability to zero flow. Service and user pool logs showed no bubble intervention but that the system activated the back-flow prevention which is the intended behavior of the system.